Event description:
It was reported that a patient underwent an initial total shoulder arthroplasty on the right side and underwent a revision on the right side on an unknown date for an unknown reason. This information was reported on a report as part of the patient history. Reason for the revision and further details is unknown. No further information.